Event description:
It was reported that there was t-wave oversensing on the right ventricular (rv) lead post implant. The lead was reconfigured and reprogrammed which resolved the t-wave oversensing. The lead remains in use. The patient was a participant in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).